Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received questionable results for five patients tested with a coaguchek meter (unknown model and serial number). Of the five patients, two had erroneous results. The first patient was tested with the meter and the result was 6.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.2 inr. This patient had spontaneous bruising. The second patient was tested with the meter and the result was 4.6 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.0 inr. At an unknown time, the patient was re-tested with the meter, resulting as 4.3 inr. This patient had a hematocrit of 0.28 (units unknown). The laboratory results were used to make medication dosage decisions for all patients. No adverse events were alleged to have occurred with the patients.